Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer. (UDI) is unknown. No information is provided to date.

Event description:
It was reported that the device is showing no disposable pump won't run alarm. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. As a result of checking the event history log, it confirmed that a record of a continuous "high pressure" alarm on (B)(6) 2022, the most recently used date. Could not confirm any record of the reported nda (no disposable alarm) occurring. The customer stated problem was not duplicated. Preventively, replaced the downstream occlusion sensor and the upstream occlusion sensor was re-calibrated. The cause of the reported problem could not be determined. Cannot perform a DHR review because a serial number was not provided by the customer.